Manufacturer narrative:
The flaking of the identification tag was caused by a mfg error. New specifications for the identification tag have been implemented to prevent similar issues in the future.

Event description:
Pieces of the product's identification tag flaked off during use and caused artifact on the image. The image had to be retaken as a result.